Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that two ozark self-starting plate screws fractured approximately 4-6 months post-operatively. Revision surgery has not be scheduled at this time. This report captures the first of two screws.

Event description:
It was reported that two ozark self-starting plate screws fractured approximately 4-6 months post-operatively. Revision surgery has not be scheduled at this time. This report captures the first of two screws.

Manufacturer narrative:
Functional inspection, dimensional inspection, and material analysis were unable to be performed as the device was not available for evaluation. However, screw fracture was confirmed through inspection of the associated radiographic image. A review of the device and complaint history records could not be performed as a valid lot code was not identified. It is not clear what caused the screws to fracture, although it is possible that factors such as pseudoarthrosis contributed to the issue. If arthrodesis of the spine is not achieved then the construct may eventually fail. Ultimately, no root cause for the issue could be determined based on the available information.